Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.4 cm diameter abdominal aortic aneurysm. The aortic neck diameter ranged from 27.4 mm proximally to 29 mm distally and it was 15 mm long. Directly distal to that the aorta was severely angulated and enlarged to 4 cm. It was reported that the patient presented with an aortic stenosis that the surgeon did not feel would be an issue when placing the talent bifurcated stent graft. Unfortunately, the proximal portion of the gate landed in the narrowed area, and after over an hour of fluoro time was spent attempting to gain access to the contralateral gate, the decision was made to use a talent converter which was placed on the patient's left side to convert the device to an aorto-uni-iliac, and an occluder was placed on the right. A fem-fem bypass was performed.

Manufacturer narrative:
(B) (4). Patient's condition affected effectiveness of device (severely angulated and enlarged aortic neck, aortic stenosis). Conclusions: device failure/lack of effectiveness related to patient condition (severely angulated and enlarged aortic neck, aortic stenosis). Device code: other (difficult to cannulate the contralateral gate).